Event description:
It was reported a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete seal. About 3 months post procedure, the patient came in for their transesophageal echocardiogram (tee). It was noted there was a device related thrombus. The patient was on dual antiplatelet therapy (dapt) medication post procedure but will now be put on novel oral anticoagulant (noac) medication to clear up the thrombus.

Manufacturer narrative:
Date of event: estimated as the aware date since unknown.